Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a nonreactive axsym core-m 2.0 result of 0.17 index value was generated on a pt that tested reactive at 3.050 index value using the imx core-m method. The sample was drawn in 2007 and tested about 11 days later. The same sample was retested about two weeks later, generating a nonreactive axsym core-m 2.0 result of 0.16 index value. No impact to pt mgmt was reported.